Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement subsequent to a blow to the head. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted april 20, 2011, and the patient was reimplanted with a new device during the same surgery.